Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was performing an endovascular repair of an abdominal aorta aneurysm with the implantation of a stent graft. This (B)(4) equalizer balloon catheter was used for post-dilation. Vascular access was femoral. The balloon ruptured on the first inflation, the atms are unk. The device was removed intact. There were no shaft kinks noted on the device prior to use. The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).